Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing in the right ventricular (rv) channel leading into rv pacing delivered after left ventricular (lv) sensing, due to premature ventricular contraction (pvc). Additionally, oversensing on the right atrial (ra) lead, leading to inappropriate atrial tachycardia response (atr) episodes was noted. Technical services (ts) discussed reprogramming options and recommended optimizing the device. Also, consider medical management of pvc's. This crt-d remains in service. No adverse patient effects were reported.